Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the two head brake casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the two head brake casters to resolve the issue. Based on this information, no further action is required.